Manufacturer narrative:
H3: interrogation of the device revealed the pump was programmed to deliver 16.0 mg/ml of hydromorphone at 1.399 mg/day, 5.0 mcg/ml of prialt at 0.4371 mcg/day, and 20 mg/ml of bupivacaine at 1.748 mg/day. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical product: product ID 8709sc lot# serial# (B)(6) implanted: (B)(6) 2011 explanted: (B)(6) 2020 product type catheter h3: evaluation of implantable pump serial number (B)(6) revealed that the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during two of four tests in the lab. Evaluation of implantable catheter serial number (B)(6) revealed coring in the cup of the sutureless connector (sc) which did not affect the performance of the lab during functional testing in the lab. H6: the evaluation codes have been updated for this event. Evaluation code-result 180 and code-conclusion 4315 applies to the pump. Evaluation code-result 213 and code-conclusion 67 applies to the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter component were received.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n281989006, implanted: (B)(6) 2011, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. It was reported that the pump and catheter were explanted and replaced due to catheter tip granuloma. The pump and majority of the catheter were returned for analysis; however, a small segment of the catheter was left implanted near the t7 - t8 - t9 intrathecal thoracic region. It was unknown if the issue was resolved; the patient was alive with no injury. No further complications have been reported as a result of this event.